Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.3; date: (B)(6) 2011, inratio: 4.5, lab: 7.5. Patient's target therapeutic range is 2.0-3.0. Results done about an hour apart on (B)(6) 2011.